Event description:
It was reported that the aneurysm ruptured during coil placement. The pt status was reported as still intubated.

Manufacturer narrative:
The device involved in this event will not be returned for eval.